Event description:
The plaintiff was implanted with an ams miniarc sling on (B)(6) 2009. It was alleged that as a result, the plaintiff has experienced severe and permanent bodily injuries and significant mental and physical pain and suffering. It was alleged that the plaintiff, "continues to suffer from severe pelvic pain, abdominal pain, back pain, a feeling of pressure and/or fullness, odor, infections, urinary problems the feeling of something protruding from her vagina, bladder outlet obstruction, dyspareunia, and possible prolapse of her bladder and rectum.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.